Event description:
Filter would not advance out of the tube. Filter would not deploy even after touphy borst was loosened. Removed, leaving catheter in place and replaced with same make for successful deployment.